Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported 5 of 8 fusion sets leak at the connection and he has experienced elevated blood glucose of approx 220 as s result. His normal blood glucose range is 100-135 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were requested to be returned for eval.